Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine with aura, delayed period, uti, myringotomy, abdominal pain lower, third trimester pregnancy, hypertension, tourette's disorder, pre-eclampsia, menorrhagia, polymenorrhoea, dyspareunia, dysuria, perineal pain and vulvovaginitis. Previously administered products included for an unreported indication: mirena. Concomitant products included ascorbic acid, cyclobenzaprine hydrochloride (flexeril), ergocalciferol (drisdol), hydrochlorothiazide (hydrodiuril), labetalol hydrochloride (normodyne), losartan potassium (cozaar) and metoprolol tartrate (lopressor). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), endometritis (seriousness criteria hospitalization and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis and uterine haemorrhage outcome was unknown. The reporter considered endometritis, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus: 1. Benign proliferative endometrium with chronic endometritis and focal shedding. 2. Minute leiomyoma. Cervix: chronic cervicitis. Ultrasound scan vagina - on (B)(6) 2019: no acute pelvis sonographic finding. Left ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, chronic pelvic pain female and chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine with aura, delayed period, uti, myringotomy, abdominal pain lower, third trimester pregnancy, hypertension, tourette's disorder, pre-eclampsia, menorrhagia, polymenorrhoea, dyspareunia, dysuria, perineal pain and vulvovaginitis. Previously administered products included for an unreported indication: mirena. Concomitant products included ascorbic acid, cyclobenzaprine hydrochloride (flexeril), ergocalciferol (drisdol), hydrochlorothiazide (hydrodiuril), labetalol hydrochloride (normodyne), losartan potassium (cozaar) and metoprolol tartrate (lopressor). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), endometritis (seriousness criteria hospitalization and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis and uterine haemorrhage outcome was unknown. The reporter considered endometritis, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus: benign proliferative endometrium with chronic endometritis and focal shedding. Minute leiomyoma. Cervix: chronic cervicitis. Ultrasound scan vagina - on (B)(6) 2019: no acute pelvis sonographic finding. Left ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, chronic pelvic pain female and chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.